Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device met 84% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 694765 implantable tachy lead, (B)(6) 2011; 419688 implantable pacing lead, (B)(6) 2011, (B)(4).

Event description:
It was reported that the device had premature battery depletion in 2.5 years due to high programmed left ventricular (lv) lead threshold. The device was explanted and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.